Event description:
When trying to pull the gallbladder out of the abdomen during a laparoscopic cholecystectomy, the bag broke - a piece of the bag fell off into the wound. It was found. If this piece had not been found it might have caused an adverse reaction or infection.